Event description:
The patient applied a new pod on sunday (B)(6) 2025 evening. By the following day, the patient's blood glucose remained elevated despite correction doses. On the morning of (B)(6) 2025, ketones were detected at high levels, prompting hospital admission. The caregiver reported concern that the cannula may not have been properly inserted. The pod had been worn for 36-48 hours on the hip/buttocks. The patient was still hospitalized at the time of reporting, receiving IV fluids as treatment. No further information on the event has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.